Manufacturer narrative:
The t:slim x2 pump user guide indicates is indicated for use with novolog or humalog u-100 insulin. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer received 2 occlusion alarms. The customer's blood glucose (bg) level was 399 mg/dl and insulin injections were administered to address the bg level. The customer performed their own troubleshooting and the occlusion appeared to be within the infusion set tubing. The customer was to use insulin injections to manage diabetes. Reportedly, the customer had been using apidra insulin in the cartridge. Tandem technical support informed the customer that apidra was not labeled for use with the pump.